Manufacturer narrative:
D4 - lot #: not provided. H6: codes were updated. One device was returned for investigation. The cassette was filled with 250ml of water using an ICU medical provided syringe. During the filling process, a leak was observed originating from the connector-tubing junction. A channel was observed at the junction. The complaint of leakage can be confirmed. The probable cause is due to the nrfit connector not fitting properly into the leak testing fixture which may cause damage to the bond when removing the connector from the fixture after leak testing. A lot history review could not be conducted because no lot number was identified. This file was originally incorrectly filed under registration number mrn 9617604-2025-00248-00. The date of that submission was 18-sep-2025.

Event description:
It was reported that while filling the liquid medicine, it leaked from the joint between the connector and the tube, so it was replaced with a new one. The event occurred before patient use/during priming at facility.